Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis performed revealed no anomalies were found. The proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal and distal conductors of the lead and no obstruction was noted. The visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the attempted left ventricular lead "would not stay put". The attempted lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.